Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was in a fallback condition and could not be interrogated. No data could be retrieved from the ICD memory.